Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the connection point of the supply bag and the supply line of the homechoice cassette which resulted in a leak and that led to this alarm. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual. The patient continued with a manual exchange to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.